Manufacturer narrative:
Device analysis: a non-abbvie black rubber cover was received attached to the needle end of the injector upon receipt. The covering was removed upon receipt to properly visualize the receipt condition of the injector. Upon removal of the black cover, the bevel selector was observed to be partially torn. The needle was observed to be fully retracted. Due to the condition of the bevel selector, a functionality test cannot. Slider resistance is unable to verify since a functionality test could not be performed due to the condition of the bevel selector. The complainant did not report that the bevel selector was damaged. The condition of the bevel selector is likely due to complainant handling.

Event description:
Healthcare professional reported a xen®45 gts "inserter stuck and broke off end of [stent]" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "inserter stuck and broke off end of [stent]" during implantation in left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.